Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete fill tubing alert as they had not completed the loading process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administrated by customer to address bg. Tandem technical support educated the customer on the meaning of an incomplete fill tubing alert.